Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but was potentially caused by the device's programmed settings.

Event description:
During a follow-up, an abnormal ECG reading was recorded and there was inappropriate low voltage (lv) therapy due to the programmed settings. The device was reprogrammed and the patient was stable with no adverse consequences.